Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 03/03/2016 to report that the g5 application closed on its own on (B)(6) 2016. No injury or medical intervention was reported.